Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), difficulties were encountered during induction. The local field representative (fr) reported a loss of telemetry was experienced which resulted in an additional shock to the patient. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This ICD was interrogated with the zoom programmer. During telemetry, radio frequency telemetry was successful up to 12 feet away. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.